Manufacturer narrative:
Block a1: (B)(6). Block b3 date of event: date of event was approximated to (B)(6) 2016, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6) md, (B)(6) hospital, australia. Block h6: patient code e1405 captures the reportable event of dyspareunia. Patient code e2330 captures the reportable event of pain. Impact code f12: serious injury has been used in the light of the patient seeking legal recourse for an unspecified personal injury related to the device. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage fit was implanted into the patient on (B)(6) 2016. The patient experienced complications and nonsurgical treatment. Patient symptoms include: vaginal pain; groin pain; inability to perform intercourse; difficult bowel movement; recurrent incontinence. Nonsurgical treatments: the patient was treated with pain medication: panadol / panadol osteo. Additional information received on july 7, 2022. The patient was treated for stress urinary incontinence on (B)(6) 2016. The patient was scheduled for follow-up two weeks and six weeks post procedure. Oral antibiotics was prescribed to the patient for prophylaxis.

Event description:
It was reported to boston scientific corporation that a advantage fit was implanted into the patient on (B)(6) 2016. The patient experienced complications and nonsurgical treatment. Patient symptoms include: vaginal pain; groin pain; inab inter; diff bowel; rec incont; nonsurgical treatments: the patient was treated with pain medication: the patient was treated with pain medication: panadol / panadol osteo.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.